Event description:
User facility reported the device was in use for three days when the cuff was found leaking. A tracheostomy tube change was performed. There were no adverse effects to patient.

Manufacturer narrative:
One used device sample was received for evaluation. Visual inspection of returned device found no issues. Functional testing performed on returned sample observed leakage at the connection of the inflation line and tracheostomy tube. The device listed is 100% leak-tested during manufacturing process; the device cuff is inflated and left for 12 hour period and any devices showing reduced cuff volume after this time period are rejected and scrapped. The manufacturer's investigation determined that if the damage to the inflation line lumen had been present during manufacture the device would have been scrapped.